Manufacturer narrative:
(B)(4). Investigation summary: the devices were reviewed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2007. It was reported that the revision surgery was performed on (B)(6) 2018 due to armd. No further information was provided by the hospital.